Manufacturer narrative:
It was reported that the magnet was repositioned under a general anaesthetic on (B)(6) 2019. The implanted device remains. This report is submitted august 29, 2019.

Manufacturer narrative:
(B)(4).

Event description:
As per the clinic, the patient experienced magnet dislodgement during a MRI (tesla strength unknown), however, the clinician did not follow the manufacturer's instructions for use of MRI. The implanted device remains. The patient experienced skin breakdown at the magnet site which was treated with a topical steroid.